Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident due to an incorrect transmitter ID being programmed into the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on unknown date, with unknown blood glucose value. It was unknown whether the customer was using the auto-mode feature. Customer customer¿s blood glucose value was 80 mg/dl. The insulin pump will not be returned for analysis.